Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting a call service alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: a review of the pump¿s history showed multiple persistent call service alarm on the reported event date. The pump was able to power on during testing; however, an alarm was emitted upon the first rewind attempt. The pump cover was removed, and a failure was found with an internal component. Upon replacement, the pump was able to power on normally with no further alarms. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.